Manufacturer narrative:
(B)(4).

Event description:
The customer restarted their information center ix and then encountered issues with the system as they did not follow the alternate workflow provided. The issue occurred after (B)(6) 2018. There was no patient incident.